Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulation was inadequate and patient had to frequently charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients stimulation was inadequate and had to frequently charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.